Manufacturer narrative:
The evaluation of the returned portion of the percutaneous lead (lead) confirmed an issue that would have contributed to pump stoppage events while connected to a tethered power source and the activation of a driveline fault alarm. The submitted system controller log file captured several pump stoppages and driveline fault alarms on (B)(6) 2017 while one of the power cables was connected to a power module. A distal end lead replacement was performed on (B)(6) 2017 and approximately 19.5 inches of the external portion of the lead was returned for evaluation. Electrical continuity testing of the returned portion of the lead revealed that the black wire was open and the other wires were electrically intact. Inspection of the lead revealed no damage to the outer silicone sleeve or the bionate layer. Breakdown of the metal braided shield was observed adjacent to and just past the terminus of the controller bend relief. Visual inspection of the underlying wires revealed that the conductors of the black wire were fractured and exposed at the metal connector. Microscopic inspection and high-potential testing of the returned portion of the lead did not identify any additional areas of compromised wire insulation. If the exposed conductors of the compromised black wire made contact with the braided shield while the system was operating on a tethered power source such as the mobile power unit or power module, the resulting electrical short to ground would result in a low speed/pump stoppage event. The fractured conductors of the black wire would have also triggered a driveline fault alarm. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device- 1 year and 2 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient fell and was found down on the floor at 9:00 a.m. On (B)(6) 2017. The lvad was not connected to power at the time. Pump function resumed when external batteries were connected. Pump stoppages occurred when the device was connected to the power module upon arrival to the emergency room at 12:20 p.m. Device function resumed when connected to batteries. It was further reported that a driveline fault alarm was observed on the morning of (B)(6) 2017. The alarm resolved without intervention. The manufacturer's technical services representative reviewed the submitted log files and confirmed the driveline fault events reported and pump stoppages. On (B)(6) 2017, technical services performed a driveline evaluation and performed phase interrupter tests wherein the black wire was found open. A distal end percutaneous lead (driveline) replacement was performed approximately 2 inches from the exit site. All tests passed post-replacement.